Manufacturer narrative:
The associated complaint devices were not returned. Without the actual devices involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re-opened. The clinical / medical evaluation concluded that since no relevant clinical medical information was provided a thorough medical assessment could not be performed. No further actions are being taken at this time. We consider this investigation closed.

Event description:
A revision surgery was performed due to tibial component mal-aligned causing pain. Surgeon removed a size 7 left tibial baseplate and size 7-8 13mm pshf insert. Surgeon implanted a size 7-8 legion revision tibial baseplate with 2 each 5mm tibial step wedges and a size 7-8 15mm pshf insert.